Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had no delivery alarms on the insulin pump. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer has changed her set 3 times. Customer stated that the insulin did exit. Customer tried to prime again and still received a no delivery alarm. Customer then changed the fill cannula amount. Customer will monitor the pump and call back if she gets any more no delivery alarms. Customer declined the offer to send infusion sets.